Event description:
The customer reported the airway mobilescope had a damaged opening. The device was returned to olympus for evaluation. Examination showed the insertion section's coating was peeling; the peeling area measured 1 mm2 or more. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
During visual examination, the reported issue was confirmed: the camera section was damaged and the device was not water tight. Visual examination showed the following issues: the bending section cover adhesive was chipped; and the connecting tube was dented. The following components showed scratches: the control unit; hand grip; scope cover; camera section; and connecting tube. Functional testing showed the bending angle in the up direction did not meet with specifications due to a worn angle wire. Testing also showed the angulation lever did not move smoothly due to damage to the control section. Finally, testing found that the image had a stain due to damage to the image guide bundle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the insertion section's coating peeling was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection 3.6 inspection of the endoscope". Inspection of the endoscope 3 inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects hindering transnasal insertion and withdrawal or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.